Event description:
The following was reported to kci by the nurse: the pt had active bleeding and the physician had requested to place v.a.c. Therapy. Blood in the tubing and canister were noted, and the unit alarmed canister full. Add'l info received on (B)(6) 2011: on (B)(6) 2011, the pt underwent surgery for an infected left total knee with removal of prosthesis and cement prior to v.a.c. Therapy. After surgery, v.a.c. Therapy was initiated. Two hours after applying v.a.c. Therapy, the nurse noted the blood in the tubing and canister. V.a.c. Therapy was discontinued and a compression dressing was applied with silver nitrate, and the bleeding ceased.

Manufacturer narrative:
On (B)(6) 2011, the device was tested per quality control procedures. The unit met specs. On (B)(6) 2011, the unit was placed at the health care facility. Per the reporting nurse, the unit was placed with the pt on (B)(6) 2011. On (B)(6) 2011, the device was returned to kci for eval. Inspection, testing and eval of the device did not reveal any evidence of an operational malfunction with the unit. The device functioned as designed.